Event description:
On (B) (6): customer reports that staff can turn on the computer, it shows a green light as if working, but then a few seconds later, the green light turns yellow and nothing happens at all. Room will not function.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshot issue per service manual. There were no keyboard detected errors. Fse found the keyboard adapter loose/disconnecting from the cpu and secured the keyboard adapter to cpu. Fse tested and verified system operations per the maintenance section of gold one system service manual #404729. Returned to full service by the customer.